Event description:
This spontaneous report was received on (B)(4)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach johnson and johnson floss waxed mint for dental cleaning (route-dental, lot number-1861d, expiration date unspecified). After a couple of uses, the consumer noticed that the cutting device came off. This report had no adverse event and the device was discontinued after an unspecified duration.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.